Event description:
(B)(4) study. It was reported that following a stenting treatment procedure, the patient developed in-stent restenosis. The index procedure treated a 3.00x6.0mm, 90% stenosed lesion in the mid right coronary artery. Treatment consisted of predilatation and placement of a 3.0x20mm taxus express2 stent resulting in 0% residual stenosis. The patient was discharged 1 day post procedure on aspirin and clopidogrel. At 777 days post procedure in (B)(6) 2010, the patient presented with recurring chest discomfort and was referred for cardiac catheterization. The target vessel revealed 70% stenosis just proximal to a previously placed distal stent. The core lab report noted 11.39% in stent-restenosis of the mid right coronary artery. This was treated with two overlapping xience stents placed in the mid to distal right coronary artery, connecting the previously placed stents in the proximal and distal portions with 0% residual stenosis. The event was resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).